Manufacturer narrative:
The device was returned to the physical MFR. For eval, though results are not available as of this report. Eval results will be submitted as they become available.

Event description:
A doctor alleged that an aseptico endo dtc failed to beep or auto-reverse properly, possibly causing a file to separate; the canal was filled with the separated piece in place without injury.